Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and bladder disorder had resolved and the endometriosis outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain/chronic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : 2010. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain/chronic pain", events- "abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, endometriosis", lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.